Manufacturer narrative:
(B)(4). The incident unit has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that on initial startup the generator alarmed error code 196. The unit was turned off and restated with no error code displayed. The surgeon requested monopolar function not to be used. The nurse then connected the non-covidien laparoscopic bipolar forceps to the generator. While the doctor was preparing the ports for surgery, the generator suddenly produced a tone and activated automatically without any footswitch being activated. The bipolar forceps were lying on the patient's skin when the incident occurred. As a result, the patient received two small superficial 2mm x 1mm and 1mm x 1mm burns. The burns were monitored and no treatment was required. On the abdominal skin, near the umbilicus.

Manufacturer narrative:
(B)(4). The unit was received and the investigation did not identify anything that would have caused or contributed to the reported event. The investigation found that the unit functions normally and within specification. The foot switch was received and the investigation did not identify anything that would have caused or contributed to the reported event. The investigation found that the device functions normally and within specification.